Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: age, sex, weight, ethnicity, race. Lot/serial number unknown, was not reported. Initial reporter also sent report to FDA: unknown. Due to a trend of the recent complaints having a higher occurrence rate in the korean market, crc2020-01-10-07 and CAPA(B)(4) were established to investigate any additional potential cause of the higher occurrence rate in this specific market. Per crc2020-01-10-07: hri score of ¿1¿ ¿ no or low risk to health. Exactech has received 46 global experience reports documenting breakage of the humeral liner impactor tips since 2011. These imptacor tips are used for implantation of the reverse shoulder humeral liners, which have sales of 49,608 to date since 2011. This corresponds to a 0.09% occurrence rate. This won¿t cause injury to the patient. Of note, there has been an increased number of complaints coming from korea. There have been 8 complaints since 2011 from korea. In korea, the humeral liners have sales of 1,860 to date since 2011. This corresponds to a 0.43% occurrence rate which is still below our threshold of 0.5% hri score of ¿3¿ ¿ potential risk to health. Exactech has not received any complaints detailing pieces of the humeral liner impaction tip being left in the patient. If the breakage happens, it¿s highly noticeable and the healthcare professionals are unlikely to omit it. The breakage pieces are usually large and not hard to locate. It can be confirmed if all broken pieces are collected by checking the completeness of the assembled part. If the broken piece is left in the patient¿s wound without being noticed, it could cause injury to the patient and would require professional medical intervention. The material of these instruments, radel per ets-0205, is included in the biocompatibility assessment technical memo, tm-2013-465. Radel passes the biocompatibility requirements for surgical use, and there are no anticipated adverse health consequences. Most likely underlying cause/root cause: as of this time, investigation for an additional most likely underlying cause/root cause related to market specific occurrence is still ongoing. Refer to CAPA(B)(4) for additional information. Rmr-00004 rev a and racr-00007 rev a were reviewed. The risk is captured. Most likely underlying cause: based on previous similar investigations, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken pieces of instrument were reported not left in the patient and there was no patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgery the impactor tip broke. The impactor tip was used to impact the liner. The handle broke through the plastic and it was in 2 pieces nothing was left in patient and there was no negative impact to the patient. The facility central sterile center called the agent to say they threw the broken device away. There was no injury of the patient or user, and no parts of the broken device/device fragments left in the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.